Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse found the claws were touching before the cup suction pad and adjusted the height of the claws. The fse also found the tip suction nozzle too low and rose it up to 2mm gap. The fse performed the regular macro for getting corner tips from all tip racks with no errors. Customer ran quality control (qc) with no errors and all qc was in range. Fse watched instrument operation with covers off and sorter door opening while running samples with no errors. The fse returned to account on (B)(6) 2015 for a followup visit with no errors to report. The aia-2000 instrument is functioning as intended. No further action required from field service. The probable cause of the event was that the height of the claws and tip suction nozzle needed adjustment. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There was one (1) complaint reported during this time period similar to the present issue.

Event description:
On (B)(6) 2015 a customer reported error 2204 (sorter cup pickup failure) with their aia-2000 analyzer. The customer was unable to run patient samples on lhii and ipth. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of lhii and ipth patient results. There was not indication of any patient intervention or adverse event consequence due to the delay in reporting of patient results.